Event description:
It was reported that as a sedated pt was extracted from the MRI bore, the pt woke up and grabbed the mirrow assembly. The mirror reportedly broke into many small pieces in the patient's hands and fell into their face and hair. Although there no immediate injury, the pt's eyes were flushed as a precaution and a follow-up eye examination was scheduled. Co has no additional information regarding the outcome of the pt.